Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia after a pod reportedly began leaking. The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod 72 hours or longer. Symptoms reported include headaches, frequent urination and thirst. The patient was treated with 17 units of insulin. The patient was released after 3 hours. The pod has been discarded.